Event description:
It was reported that a patient experienced a dental implant fracture, an unspecified infection, an implant mobility issue, peri-implantitis, occlusal overload and a subsequent dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.